Event description:
It was reported that the trial patient was not feeling stimulation the same on the right side lead as she did the left side lead. The patient noted that her interstim stage one implant was put in about 1.5 weeks ago. The patient switched from the left side to the right side lead today during her interstim stage one trial. The patient could not feel the stimulation like she did with the left side. The patient was only feeling stimulation about 1.5 inches below the incision site. On the left side the patient felt stimulation down to her toes. On the right side the patient had a stabbing like sensation in her butt cheek. If felt like constant pressure. It was noted that on the right side lead the patient was not sure if it was helping her symptoms. The patient had not been on the right side long enough to tell. The patient had tried increasing the stimulation and the stabbing sensation was harder. When the patient decreased the stimulation she felt nothing. Additional information received noted that the cause of the event was unknown. Lead was checked. In stage I phase was noted. It was unknown if the issue was the lead/extension. Explant was noted. (B)(6) 2014 - switched back to other lead for rest of stage one. Signs and symptoms included buttock pain. Hospitalization was not required. Patient outcome was noted as no injury. It was noted: "will remove right lead, left lead still being tested".

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).